Event description:
Consumer stated the brush "works great and more power than my sonic care at 1/2 the price. Only issue is the brush head bristles are falling out as I brush. Only used less than a week." Product was requested by not returned.